Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary it was reported that on (B)(6), 2020, the patient underwent the osteosynthesis surgery for the femoral trochanteric fracture with the flexible screwdriver in question. During the surgery, the surgeon used the screwdriver to insert the end cap, but the endcap couldn¿t be inserted. He tried to insert 2 end caps (0mm and 5mm), but both couldn¿t. The surgery was completed without inserting the end cap within 30 minutes delay. The surgeon commented that the screwdriver was bad. No further information is available. An tfna end cap extens. 5 tan was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and functional test of the returned device. The visual inspection has shown that the threaded part of tfna end cap extens. 5 tan is completely stripped and deformed. The anodized layer is worn away at the damage, which indicates that it was caused post-manufacturing. As the locking thread is strongly damaged no functional testing is possible and the complaint condition can therefore not be replicated anymore. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is confirmed as the threaded part of tfna end cap extens. 5 tan is completely stripped and deformed. We have to assume that simply too much applied mechanical force, well beyond its calculated design caused the damage of the threaded part. These could be wrong torque or angulation during tighten the end cap which lead to the damage of the thread part of end cap. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: part: 04.038.005s, lot: 47p6785 , manufacturing site: bettlac,h release to warehouse date: march 31, 2020, expire date: march 01, 2030. A manufacturing record evaluation was performed for the finished device 04.038.005s lot: 47p6785 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for the femoral trochanteric fracture with the flexible screwdriver. During the surgery, the surgeon used the screwdriver to insert the endcap, but the endcap couldn't be inserted. He tried to insert two endcaps (0mm and 5mm), but both couldn't be inserted. The surgery was completed without inserting the endcap within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: cannulated stardrive screwdriver (part # 03.010.520, lot # 9770039, quantity 1), tfna nail (part # unknown, lot # unknown, quantity 1). This report is for one ti end cap for tfna 5mm extn - sterile this is report 3 of 3 for (B)(4).